Event description:
The customer reported that a 5mm play occurs in longitudinal movement of the couch.

Manufacturer narrative:
The couch top may end up in a different positon than intended due to failures, or partial failure of mechanical components which could potentially go undetected by the feedback mechanism (i.e. The various controls/displays on the clinac would indicate couch position consistently, yet its actual position is potentially several millimeters away from its target position. This may lead to about 2.5 mm off target treatment. While this small offset is unlikely to lead to a serious injury in normal fractionated treatments, in stereotactic radio surgery (srs) treatments in the case where the user does not use an external position verification system, it could result in unintended radiation dose to normal tissues and critical structures. Varian is not aware of any mistreatments due to this malfunction. However, it was determined this event may cause or contribute to a serious injury, if the malfunction were to recur under specific use conditions. Varian has examined device labeling and has not found any explicit warnings that external positioning systems should be used for position verification for srs treatments (although such recommendations do exist in published literature for this type of treatment). A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of (B) (4). No follow-up reports are anticipated.